Manufacturer narrative:
Upon receipt of this complete lead at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was electrically continuous. Detailed analysis through x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The stylet test failed at this location near the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. In conclusion it was confirmed the cathode coil is stretched and irregular near the tip to the point of clearly inhibiting the transmission of torque to the helix which led to the helix retraction/ extension issues observed in the field.

Event description:
It was reported that during an implant procedure, after placement a right atrial lead presented high pacing threshold measurements. This lead was attempted to be repositioned, however helix extension issues presented. Per the physician's discretion a new lead was used to complete this procedure. No adverse patient effects were reported. This lead has been returned for analysis and the investigative results are as enclosed.

Event description:
It was reported that during an implant procedure, after placement a right atrial lead presented high pacing threshold measurements. This lead attempted to be repositioned, however helix extension issues presented. Per the physician's discretion a new lead was used to complete this. No adverse patient effects were reported. This lead has been returned for analysis. The investigation is currently in progress. An updated report will be provided once this investigation has been concluded.